Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 results of investigation: vyaire medical was able to verify the customer complaint. The suspect device has not been returned for evaluation. Investigations performed on similar cases proved that this failure can be reproduced in the lab and the user cant start the ventilation as the unit is in stand by mode. This failure classified as "permanent apphang while device in standby mode". The reason for the failure is "when o2 suction is started, the value displayed on the fio2 setting button is exchanged. The source for the value is no longer the fio2 setting itself but rather a new value which represents the oxygen concentration applied during the o2 suction. This value is not directly editable. Once the o2 suction is stopped the old value is restored and the fio2 setting can be edited again. Apart from activating/deactivating o2 suction there exist other events that influence how the fio2 setting button is displayed and how it behaves. As it turned out, there are some event sequences that bring the fio2 setting into an inconsistent state. The fio2 setting then displays the correct setting value but attempts to edit the ¿uneditable¿ value once it is selected. That in turn causes the software to hang forever". Bug fix improvements will be implemented on next software release.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, the customer answered the questionnaire sent by a vyaire technical support and sent the screenshot of the decommission screen. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us during patient use. The respiratory therapist responded to a code blue on a patient who was on this unit. The respiratory therapist noted that the unit was ventilating fine when he got there. He put the unit in standby while they attended to the patient. They noted a loud noise coming from the unit while in standby. Then they noticed the unit had a user interface issue/decommission unit and followed instruction on how to turn the unit off. They ended up swapping the unit out with another bellavista unit. Furthermore, there was no patient harm reported associated with the event.